Event description:
It was reported that during an angioplasty procedure in the right common iliac vein, the pta balloon allegedly ruptured at 10atm on the third inflation attempt. Reportedly, there was moderate difficulty retracting the balloon through the sheath. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. An inflation attempt was made and water was seen exiting the balloon. The fibers were stripped from the device and a pinhole rupture was noted. Therefore, the investigation is confirmed for pinhole rupture. However, the investigation is inconclusive for the reported retraction issue as the device was unable to be fully functionally tested due to the rupture, and as the original sheath used the procedure was not returned. It is possible that the identified rupture contributed to the reported retraction issue. However, the definitive root cause for the reported or identified issues could not be determined based upon the available information. It is unknown if the original sheath used in the procedure contributed to the reported retraction issue. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the right common iliac vein, the pta balloon allegedly ruptured at 10atm on the third inflation attempt. Reportedly, there was moderate difficulty retracting the balloon through the sheath. Another balloon was used to complete the procedure. There was no reported patient injury.